Event description:
A hospital (B) (6) reported via a distributor that a hole was found in an rt240 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The rt240 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon completion of the investigation.